Manufacturer narrative:
A4: unknown. A5: unknown. A6: unknown. H6 - work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -08.00 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
B5: the lens was stuck in cartridge or injection system. Claim# (B)(4).